Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok luer was cracked / damaged / deformed. The following information was provided by the initial reporter: the syringe tip was broken. The procedure was stopped when the tip of the luer-lok syringe was broken during the procedure after the doctor combined the luer-lok syringe with the needle for drug administration in the patient's spine. The doctor found that when the product was opened, the luer-lok syringe with a broken tip was more transparent than the syringes previously used. Due to this event, the doctor was unable to inject drug quantities into the patient.

Manufacturer narrative:
A device history record review was completed for provided material number 309628 and lot number 1323413. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, three (3) picture samples were received for evaluation by our quality team. Through examination of the pictures, one (1) picture displayed the packaging top web with the applicable product information, one (1) picture showed two (2) loose syringes with one (1) syringe showing no defects and one (1) syringe showing a missing barrel tip, and one (1) picture showed a loose syringe with the tip broken off and the broken tip was inside of an unknown blue attachment. A potential cause for this defect could be related to an issue during the molding process; however, the affected physical sample would be necessary to determine the exact cause. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.